Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to a faulty lcd (liquid crystal display). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care alleging the meter will not turn on. During returned product investigation it was confirmed that the reported adc meter did not turn on. This MDR is being submitted as part of a retrospective review of issues related to the reportable confirmed malfunction list. There was no report of death, serious injury or mistreatment associated with this event.